Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. The customer reported that the patient had already been discharged. The customer did not allege a device malfunction.

Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that expired. The customer reported that the patient had already been discharged from the system. The customer did not allege a device malfunction. The philips response center clinical engineer instructed the customer to have the biomedical engineer export the log information by putting in his passcode and saving the information onto an external drive to resolve the issue. There is no data to support a philips device malfunction. No further action or investigation is warranted. Patient information was requested but not provided.